Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00398 thru 3012447612-2018-00400 and 3012447612-2018-00407.

Event description:
It was reported that the tips of two plug drivers twisted and the two mating plugs became stripped during surgery. The plugs would not accept new drivers, so they were unable to be final tightened and remain implanted. There have not been any reported patient impacts. This is report two of four for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was evaluated. The tip is twisted. The cause can possibly be attributed to the driver not being properly seated in the plug head or that the torque handle was out of calibration and was applying torque above the design parameters. A review of the DHR did not identify any issues which would have contributed to this event.